Manufacturer narrative:
(B)(4). Concomitant medical products: constrained liner with constraining ring use with trilogy and trabecular metal modular acetabular systems 32 mm i.d. For use with 56 mm o.d. Shell, item# 00-6334-056-32, lot# 62921004. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent revision surgery due to the dislocation and implant fracture approximately five (5) years after implantation. Patient outcome: revision. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. D10 - femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 12.5 extended offset, item# 65771101220, lot# 62636895; shell porous with cluster holes 56 mm, item# 00620205622, lot# 62709583; bone screw self-tapping, item# 00625006550, lot# 62707113. No product was returned or pictures provided: product evaluation could not be performed. Review of the manufacturing records identified no deviations or anomalies during manufacturing. Device used for treatment. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed. The 1st revision was due to a pseudotumor, elevated metal ions, and altr. The second revision was due to dislocation and implant fracture of the constrained liner. During the revision, scar tissue and tissue damage was found in the joint. The head and liner were removed and replaced. With the available information a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.